Event description:
For approximately 4 weeks, intermittently high impedances in home monitoring were reported. At the clinic aftercare, the impedances were ok. Last check with stress test on (B)(6) 2019 indicated noise on the lv channel. The lead was explanted and a new one implanted.

Manufacturer narrative:
The returned lead had been capped about 26 cm distal of the is4 connector pin and was only available in fragments. All parts of the lead were returned for analysis. During the analysis of the lead fragments, it was detected that the insulation of the lead body had been massively damaged by squashing and deformation about 30 cm distal of the is4 connector pin. The helix was broken at this site. This damage pattern is with high probability to be regarded as the cause of the clinical complaint. No ligature marking could be seen. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts were detected in the insulation, which are likely due to the explant process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.